Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor and display adapter circuit boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported no image on both monitors and the system was not booting up. There is no report of pt injury.